Event description:
It was reported that there was a suspected lead failure and that the lead may have caused pectoral stimulation. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor fractured, there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had a cosmetic depression.